Manufacturer narrative:
A medtronic representative went to the site to replace the emitter and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after emitter replacement. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that the axiem emitter component of the navigation system was not working properly. Functionality was affected by manipulation of the emitter cable. The issue was unrelated to metal interference. There was no patient involved with this concern.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. It passed the accuracy test. Flexing the cable did not indicate any intermittent opens. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device manufacture date provided.